Event description:
(B)(4) study. Same case as: 2134265-2011-05553, 2134265-2011-05554, 2134265-2011-05555, 2134265-2011-05551. Same patient as: 2134265-2011-05672, 2134265-2011-05669, 2134265-2011-05670, 2134265-2011-05671, 2134265-2011-05707. It was reported that post a coronary stenting treatment procedure, the patient experienced a myocardial infarction and restenosis. The target lesion being treated was located in the proximal right coronary artery (rca) and extending to the distal rca. The lesion was 99% stenosed, 3.0mm in diameter and 71mm long. The lesion was treated with predilation and placement of 5 (five) overlapping (B)(4) stents (2.50 x 16 mm, 2.75 x 20 mm, 3.00 x 24 mm, 3.00 x 24 mm and 3.00 x 12 mm). A dissection in the ostium of the rca was noted. This was tacked with an unknown 3.0x24mm stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted after nstemi/type ii myocardial infarction and pneumonia. The patient experienced 95% focal in-stent restenosis in the mid rca. It was treated with balloon angioplasty and placement of a 3.0x12m drug eluting ion stent. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the nstemi/type ii myocardial infarction was considered resolved without residual effects. The patient was recovering from pneumonia.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).